Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause remains indeterminable; however, surgical technique and patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted at implant due to bleeding in the lvot. This was complicated by disruption of aortic root. The 23mm valve was lowered into place. Care was taken to insure the valve was completely seated in the annulus. The valve stent was deployed by inflating the deployment balloon to 4.5 atm pressure and holding for 10 seconds. Patient was rewarmed and aortomy was closed. During rewarming there was some bleeding noted immediately posterior to the aortic root of the dome of the left atrium. The aortotomy was inspected and appears to be intact. Because of the location beneath the aortic root attempts at primary repair while heart beating was felt to be potentially problematic. While the heart was arrested the dome of the left atrium was inspected carefully. It was presumed the injury to the dome the left atrium is from retraction. This was repaired with severe horizontal mattress pledgeted sutures. Rewarming was resume. Normal sinus rhythm resumed spontaneously. The aortotomy appeared intact. Left ventricular outflow was turned down and bleed resumed immediately posterior to the aortic root. This was carefully inspected and the left ventricular vent off the bleeding was notably pulsatile, consistent with bleeding from the left ventricular outflow tract. Aortotomy was reopened. The 23mm valve was explanted. "After removal of the valve one can appreciate an injury to the aortic root medially beneath the noncoronary sinus of valsalva. There is evidence of dehiscence of the tissue immediately below the annulus causing fisutlization from the left ventricular output tract around the stent of the valve." The device was replaced with a 21mm aortic valve. The surgeon used felt and 2.0 prolene sutures to close the hole and then implanted the 21mm valve. There were no further reported complications. Follow up transesophageal echocardiogram performed after separation from bypass revealed a well-seated aortic valve prosthesis that was functioning normally and without any signs of perivalvular leak. The patient tolerated the procedure well and was transported to the surgical intensive care unit in stable condition. The indication for the aortic valve replacement procedure was due to severe aortic stenosis of bicuspid aortic valve. Patient was discharged on post operative day six.